Event description:
It was reported that the patient had a gradual loss of stimulation and therapeutic effect. The patient was not receiving the same coverage as they had previously. On the patient¿s follow-up appointment on (B)(6) 2014, impedance testing was done and the patient had out of range impedances on 3 electrodes. The patient was reprogrammed. The physician was working on getting approval for a lead revision. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received reported that the lead and extension were returned to the manufacturer for analysis.

Manufacturer narrative:
Product ID: neu_unknown_lead, serial# (B)(4), product type: lead. Product ID: neu_p tm_prog, serial# unknown, product type: programmer. (B)(4).

Manufacturer narrative:
Analysis of lead (s/n (B)(4)), found no significant anomaly. The #3 connector on the proximal end of the lead was crushed. Analysis of extension (s/n (B)(4)), found #1 conductor was broken at the edge of the molded rubber 5.0 cm from the proximal end. There was insulation breached depression on the #2 and #3 conductors 8.0 cm ¿ 9.2 cm from the proximal end.

Event description:
Additional information received that the patient was scheduled for a lead and extension revision on (B)(6) 2014. After the revision, it was reported that the patient's lead and extension were replaced and were going to be sent back. Impedances were good, and the patient had good coverage and was doing well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.